Event description:
It was reported that the ventilator generated four technical error codes. One was indicating a battery communication error and the other three were indicating power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for battery communication error, and several power error alarms. All the reported errors indicates to a power issue. Our field service engineer investigated the ventilator and it was not possible to reproduce the reported issue. No further information has been provided whether the issue was solved or not.